Event description:
(B)(4). Event occured in the united states. The patient reported incident of crimped infusion set cannulas, occurring on (B)(6) 2025. Symptoms were noticed within three hours of inserting the cannula in the back of the arm. The patient's blood glucose levels were high. To address the high blood glucose, the patient administered a correction bolus via pump. The patient successfully replaced the infusion set and resumed insulin delivery. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.